Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is heterophilic antibody interference. The instrument is performing within specs.

Event description:
A falsely elevated troponin I result of 0.7 ng/ml was obtained on a pt sample. The result was reported to the physician who questioned the result. The sample was retested using an alternate methodology and a result of 0.03 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is heterophilic antibody interference.